Event description:
Customer reported she was hospitalized with diabetic ketoacidosis. Customer stated she experienced high blood glucose, dehydration and vomiting. She called an ambulance and was taken to the emergency room. She was wearing the insulin pump at the time of the admission. Customer stated she didn't receive a no delivery alarm or low reservoir alert. Customer is under impression that hit a dead spot and that's nothing wrong with the insulin pump and didn't recall anything wrong with infusion set. She was released from the hospital with blood glucose level of 89 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.